Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency, fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient felt like they pulled a wire and that something might have come loose. They mentioned they tried to increase their stimulation, but got a communication error. They were referred to their doctor for further help. The issue was not resolved at the time of the report. There were no patient symptoms nor further complications reported at this time.